Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Initial visual inspection confirmed a loose header. Detailed analysis noted medical adhesive still attached to the header, and was adequate. Microscopic visual inspection showed no evidence of induced mechanical failure. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. It was concluded that the device malfunction is mechanical in nature. This pacemaker was implanted prior to improvements made to the strength of boston scientific device headers. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that during the elective procedure to replace this pacemaker, the header was detached from the device. Some force was used to remove the device from the pocket. No adverse patient effects were reported. A new device was implanted without further incident.